Event description:
The cap nut of the synergy spine system came out of the screw. Patient outcome: non-union, patient being monitored.

Manufacturer narrative:
D4: associated catalog and lot numbers are as follows: qty 1, cat. No. 6016, no. 40279 qty 12, cat. No. 6101, lot no. 38041 (x9), 40079 (x3) qty 12, cat. No. 6102, lot no. 40458 (x10), 40279 (x2) qty 12, cat. No. 6113m, lot no. 40461 (x5), 40841 (x7).